Event description:
End user alleges while transferring into the motorized wheelchair the armrest broke and she fell to the floor. Allegedly, as a result of the incident she was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was aware that the armrest was loose, but continued using the equipment. The owner's manual warns, "stop using your power wheelchair immediately, and call for assistance if: your power wheelchair is not working correctly".